Event description:
The customer called for assistance programming a bolus as she was having trouble. The customer's blood glucose was 280 mg/dl, and she stated she was calling from the hospital. The customer stated that she did not have a back up plan, but would possibly get insulin from the hospital. The customer stated that she was in the hospital for excessive bleeding that she could not control. Assisted the customer in turning off the child block feature so that she could program a bolus. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.